Event description:
It was reported that the article "surgical interventions for accumulation of bio-debris causing outflow graft obstruction and thrombosis following heartmate 3" (hm3) retrospectively reviewed 298 hm3 left ventricular assist device (lvad) patients and identified eight (2.7%) that were implanted between (B)(6) 2014 and (B)(6) 2022 who required corrective surgery. Patient 5 was implanted at age 74.3 years as a bridge to transplant (btt) and presented with low flow alarms 2.3 years following implant. A computerized tomography angiography (cta) identified 40-50% stenosis near the pump. Pre-intervention hm3 parameters were reported. The speed was 5400 rpm, flow was 3.5 l/min, pulsatility index (pi) was 6.1 and power was 3.9 watts. Post intervention parameters were reported. The speed was 5400 rpm, pi was 5.6 and power was 3.9 watts. The duration of follow-up was 2.7 post hm3 and 4.7 months post intervention. The patient's last known status was reported as alive and on the device.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as (B)(6) 2014 as patients were implanted between (B)(6) 2014 and (B)(6) 2022. Author information: vinogradsky, a., hynds, m., kaku, y., leb, j., yuzefpolskaya, m., colombo, p., sayer, g., uriel, n., naka, y., & takeda, k. (2024b). Surgical interventions for accumulation of biodebris causing outflow graft obstruction and thrombosis following heartmate 3. The journal of heart and lung transplantation, 43(4), s287. Https://doi.org/10.1016/j.healun.2024.02.1233 division of cardiac, thoracic & vascular surgery, department of surgery, columbia university irving medical center, new york, ny; columbia university irving medical center, new york, ny; division of cardiology, department of medicine, columbia university irving medical center, new york, ny. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database (per section 6.3.4 of 90979616). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b3: event date was estimated. B1 ¿ type of report: corrected. B2 - outcomes attributed to adverse: corrected. H1 - type of reportable event: corrected. H6 - health effect clinical/impact codes: corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed based on the provided information. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction", explains all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.